Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple cs 054 call service alarms on the event date, which are consistent with sleep alarms and may cause the display screen to be blank for several minutes. During testing, the pump was powered on with audible tones, vibration, and a fully functional, illuminated display. The pump case was removed and no defects were found to the internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump display screen was blank following a battery replacement. Five call service alarms related to sleep alarms were allegedly recorded in the pump history. The pump battery was replaced multiple times, however, the display screen reportedly remained blank. It was reported that the cartridge cap was removed and replaced, and the display screen was no longer blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.